Manufacturer narrative:
The device has been rec'd but an eval has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant info rec'd, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event. (B) (4).

Event description:
It was reported to boston scientific corp that a stone cone nitinol urological retrieval coil was used for a calculus removal procedure performed on (B) (6) 2009. According to the complainant, the proximal end of the retrieval coil peeled. The procedure was successfully completed using another stone cone nitinol urological retrieval coil. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good."